Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set up joint (psuj) 4 involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the customer reported complaint. The psuj was installed on the system and error 319 was triggered. The psuj was tested on the testing platform machine and failed the node check. A golden fiber optic was installed with no change. Fiber optic was connected bypassing harness and passed all tests. The original fiber optic was installed by passing harness and the unit passed all tests. The issue was found to reside within the horizontal harness.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable errors on the usm 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the 319 error on usm4. Fse removed and replaced proximal set up joint (psuj) 4 to resolve the reported issue. After replacement, the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed communication fault 319 on the usm 4 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). The probable root cause is attributed to a faulty system part. This is reportable malfunction event due to the following conclusion: during the procedure, repeated non-recoverable errors was experienced suspecting a faulty usm arm. Fse confirmed the issue and replaced the usm arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported after completing a da vinci-assisted umbilical hernia surgical procedure that during the procedure, the system encountered non-recoverable errors on the universal surgical manipulator (usm) 4. The customer was able to reboot the system, clear the error fault and complete the procedure with no further issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified communication fault 319 on the usm 4. No reported injury. The reporter indicated that the issue was recurrent. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.